Event description:
It was reported that during the procedure, the customer had no power to the laser. The user was connected with MFR's technical support team and it was determined that the laser could not be utilized for the procedure. The case was "cancelled" with no injury to the pt. The "pt will be rescheduled for surgery at a later date."